Manufacturer narrative:
Evaluation summary one inflow tubing set was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the luer broke at the orange/blue tubing junction. The reported condition was confirmed. The luer leaked and would cause insufficient cooling for the needle. The investigation identified the root cause of the reported event to be a component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the electrode package was punctured. When they opened and used it, the temperature display was too high and it automatic stopped working. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required. Also the patient was noted to have medical history of hepatic carcinoma.